Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve an electrocardiogram showed acute left bundle branch block. There was no treatment or intervention reported, and the condition remained ongoing. Approximately eight months after device implant, the patient was hospitalized for an unrelated condition. During monitoring, the patient was observed to have pauses of up to nine seconds. The patient was asymptomatic, but reported periods of lightheadedness. The patient was diagnosed with heart block and a permanent pacemaker was implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).